Manufacturer narrative:
The reported events of helix mechanism issue and low pacing impedance were confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/ tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil at the connector region consistent with procedural damage. The cause of the reported events was isolated to blood/ tissue in the helix region and over torqued of the inner coil.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead could not be successfully implanted due to low pacing impedance and failure of the rv lead helix to extend. The rv lead was not used and replaced. The patient was in stable condition throughout.